Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on right ventricular (rv) channel. The patient received appropriate external shock; however the device took long to deliver therapy. Technical services (ts) reviewed and stated that the patient was already in ventricular tachycardia (vt) but the rate was below the vt rate zone of 170bpm. The vt zone was in a monitor zone, so no therapies were available. Boston scientific representative stated that the current shock impedance measurements were at 175 ohms. This device currently remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
This report contains correction in entire section e initial reporter and section g2 report source.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on right ventricular (rv) channel. The patient received appropriate external shock; however the device took long to deliver therapy. Technical services (ts) reviewed and stated that the patient was already in ventricular tachycardia (vt) but the rate was below the vt rate zone of 170bpm. The vt zone was in a monitor zone, so no therapies were available. Boston scientific representative stated that the current shock impedance measurements were at 175 ohms. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on right ventricular (rv) channel. The patient received appropriate external shock; however the device took long to deliver therapy. Technical services (ts) reviewed and stated that the patient was already in ventricular tachycardia (vt) but the rate was below the vt rate zone of 170bpm. The vt zone was in a monitor zone, so no therapies were available. Boston scientific representative stated that the current shock impedance measurements were at 175 ohms. This device currently remains in service. No adverse patient effects were reported.